Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut, the r-unit (charged coupled device) is broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable insulation defective due to video cable section is cut, moreover, the most probable cause of additional malfunction worm-like-image is due to r-unit is broken (charged coupled device) the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had defective cable insulation during reprocessing. There were no reports of patient involvement.